Event description:
Report received of multiple undocumented incidents of "air entering the fluid pathways during infusions". The incidents happened sporadically in an outpt dept setting. In a general statement, the customer stated that "during priming the drip chambers were always filled beyond the fill line and the priming completed without problems". During the infusions, "the chambers kept emptying out and air bubbles were noted approximately one inch long from the base of the drip chambers" coming down the fluid pathways. The IV bags were full. In some instances, the "air bubbles were noted to have gone down as far as the clave y-ports". The clave ports were not being used when the events occurred. There were no reports of any air bubbles entering the pt's IV sites. The customer also reported that "no leakage has occurred". The infusions continued without problems after changing to new IV tubing sets. The IV infusions were then monitored "carefully". There were no reports of pt harm. The pts did not experience any adverse effects. Add'l info was requested, but no further info was available.